Manufacturer narrative:
Concomitant medical product: 5076-52 implanted, (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from their right ventricular (rv) lead, arrhythmia, heart block and syncope. The rv lead was also noted to exhibit unstable/high thresholds, loss of capture, high impedance, and possible fracture. The right atrial (ra) lead was additionally noted to exhibit high/unstable thresholds and possible fracture. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.